Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted: pxc141400/8552704 and pxc141000/8575441.

Event description:
On (B)(6) 2011, the patient was implanted with three gore excluder aaa endoprostheses. On (B)(6) 2011, the patient was implanted with a gore excluder aaa endoprosthesis contralateral leg component. Multiple attempts were made to obtain additional information for this event. As no additional information has been received, this event will be closed with the provided information.